Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, upon a field inspection of the variable condylar field inventory set, it was noticed that four (4) locking/neutral guide would not connect properly to the trocar with handle. It was determine that the trocar with handle was in good working order by attaching other locking/neutral guide that fit properly. There was no patient involvement. Concomitant device reported: trocar with handle (part# 03.120.015, lot # unknown, quantity 1), lock neutral/guide (part# 03.231.007, lot # unknown, quantity 1). This report is for one (1) lock/neutral guide f/4.5 mm va lcp crvd condylar aiming arm this is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review part: 03.231.007, lot: 3711760, manufacturing site: hägendorf, release to warehouse date: 24. May 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The lock/neutral guide f/4.5mm va lcp crvd condylar aiming arm (p/n 03.231.007 lot 3711760) was received showing the two spring tabs bent outwards. The laser etching was also faded and difficult to read. No other visual issues were identified with the returned components of the device. Functional testing could not be completed as the mating trocar with handle was not returned. The reported complaint condition could not be replicated as the mating trocar with handle was not returned. However, the bent spring tabs impacts the functionality of the lock/neutral guide and can cause the trocar to be unable to mate with the lock/neutral guide. The device failure/defect of bent/deformed was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: feature: outer distance between two spring tabs specification: 34.1 mm +/- 1.5 mm, measured dimension: 39.37 mm, result: nonconforming, measurement device: caliper ca818, the spring tabs are non-conforming due to the bending/deformation. Document/specification review: drawings, reflecting the manufactured to current revisions, were reviewed. Dco_053830 was implemented as part of a new revision (20mar12), which improved the guide¿s usability since it allowed the guide to be used in a reverse position or inserted side by side into corresponding aiming arms. The complaint part was manufactured prior to the design change. It is possible that the improved usability would prevent similar recurrences of the complaint condition in the future. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the lock/neutral guide f/4.5mm va lcp crvd condylar aiming arm (p/n 03.231.007 lot 3711760) as the two spring tabs were bent outwards, which impacts the functionality of the lock/neutral guide and can cause the trocar to be unable to mate with the lock/neutral guide. The laser etching was also faded and difficult to read. While no definitive root cause could be determined for the bent tabs, it is possible that the condition was due to consistent use over the part¿s lifetime (8+ years) and/or unintended forces. It is likely that the faded etch was due to normal wear since the part is 8+ years old. It is possible that the improved usability of the guide due to changes implemented as part of dco_053830, which allowed the guide to be used in a reverse position or inserted side by side into corresponding aiming arms, would prevent similar recurrences of the complaint condition in the future. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.